Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of four photographs received from the account. The event report alleges the product was used in a surgical procedure. Visual examination of the photos indicates the reload jaws were clamped with the knife bar advanced to the distal end. The instrument firing rod was fully advanced and the tube housing was partially separated from the rotation collar. Based on the photo evaluation the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: during a video-assisted thoracoscopic surgery (vats) lobectomy, involving the pulmonary artery, stapler locked on pa after tissue was stapled and transacted. Could not open jaws. Appeared disconnected where shaft met handle. Made a weird noise at end of firing sequence. Black knobs would not pull back. Had to wiggle back and forth to get tissue out. There was blood loss but not over 500cc. The surgical time was delayed by more than 30 minutes. There was no user injury or hazard.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. X-ray analysis of reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.